Event description:
An infusion pump with failure code 814. Information was not provided regarding whether or not the device was in patient use when the event occurred. No injury or medical intervention. The pump was returned for service. During service, failure code 814:01 was found in event history.